Manufacturer narrative:
There is more information on the device. Additional information received. This supplemental report is being submitted to provide this information.the device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The procedure was completed, but no details are available. It is likely that the light guide cover glue was peeling at the distal end occurred due to the application of external forces such as rubbing or crushing the site strongly during transport, storage, use, cleaning, etc. This can be prevented by complying with the items described in the instructions for use. Therefore, it is considered that this event occurred due to the handling of the user. The instructions for use includes the following statements: important information ¿ please read before use warnings and cautions (p.7) warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional details for this event are not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, the user¿s reported issue of the image was not duplicated. However, it was observed that the light guide cover glue was peeling at the distal end. This is attributed to a handling issue of a shock applied by the dropping of the device or knocking it to a hard surface.

Event description:
As reported for this event, during an unknown procedure, the device image could not be seen properly. There is no reported patient harm.